Manufacturer narrative:
Internal complaint reference case-2020-00025845-1.

Event description:
It was reported that, after having a rotator cuff repair surgery on (B)(6) 2019 where a "helicoil regenesorb 4.75mm suture anchor" was implanted; it was found the patient experienced infection postoperative. In consequence, the patient went under a revision (debridement) surgery on (B)(6) 2019 to treat the adverse event. The patient outcome is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10, h3, h6: the reported device was not returned for evaluation. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of historical escalations, the manufacturing process, and complaint history found a manufacturing issue related to an inadequate sealing process leading to sterile barrier breaches. A review of sealing process found that instructions are properly documented. All parameters must be reviewed prior the initiation of the sealing process. While sealing, the operator should seal only one pouch at a time, and all sealing pouches must be inspected in their entirety before and after the sealing process. Though the reported device was not returned for evaluation the reported event is likely to have occurred and with a probable root cause of a manufacturing failure. A field action and a corrective action have been previously initiated to mitigate this issue.

Event description:
It was reported that, after having a rotator cuff repair surgery involving a "helicoil regenesorb 4.75mm suture anchor", it was found the patient experienced infection postoperative. Patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.